Event description:
The procedure and patient sex were not reported. Reportedly, the device self-activated. There was no patient injury reported. Attempts to obtain additional information was unsuccessful.